Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, high thresholds were measured on the atrial lead. The screw was retracted and repositioned in a different location. At the second position, the screw did not come out at all, even after excessive number of turns. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was extrinsically over-rotated. The distal conductor was extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically compressed. Visual summary analysis of the lead indicated damage at implant. The analyst commented the lead was received with the helix over retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Electrical and cross continuity test results were within specification.